Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the surgeon was firing the device on the arteria pulmonaris but the devices reload cut but didn't staple. There were no consequences for the patient. Patient is fine- there were no adverse consequences for the patient.